Manufacturer narrative:
The patient had completed their lengthening treatment and was in the consolidation phase at the time of the alleged incident. The patient reported that they were full weight bearing and engaging in leg press exercises. The device was removed and the patient was implanted with a trauma nail, without incident. To date, the patient is doing fine. A DHR review revealed that there were no deviations during the manufacturing process and that the device was released within specifications.

Event description:
A surgeon alleged that a patient's precice nail appeared to have had separated at the distal end after reviewing x-ray images. The patient had been implanted with the precice nail for approximately seven (7) months and had completed their lengthening treatment and was in the consolidation phase at the time of the alleged incident.